Event description:
Information received by medtronic indicated the screw was not moving as intended and cartridge holder was broken and not registering in the app. The screw does not move when the button is pushed, advise the customer to try another needle and prime the inpen to confirm insulin exits. Repeat prime if no insulin exits with initial prime. But still issue was unresolved. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue with the use of device as device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Color: pink customer reports: cartridge holder is broken, screw is not moving as intended and inpen is not transmitting doses. Per visual inspection: cartridge holder is broken. The leadscrew was received halfway it's travel, the leadscrew was rewound properly. Dose dial is jammed. Hard to more than 4 units. Unable to perform functional test due to leadscrew anomaly. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. The injection button was removed and no dust / debris under the dose button or dose knob noted. A battery test was performed and the battery measured at 3.0 volts. Inpen was cut open and after inspection evidence was found that the encoder pattern wheel tabs rotating and intermittent traveling off the keyed slots of dose nut guides. Also excessive plastic shavings contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. In conclusion: inpen received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. It was determined contamination can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inpen not to pair or inaccuracies. It addition, destructive analysis showed that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Therefore, the customer complaint of cartridge holder being broken, leadscrew anomaly, and inpen not transmitting was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.